Manufacturer narrative:
The initial MDR was filed on 21-dec-2018. Additional information (31-dec-2018): a siemens headquarter support center (hsc) specialist reviewed the data in the instrument files and determined that there were no mechanical issues detected that could cause the discordant result. There were no sample or reagent level sense issues detected that could cause the discordant result. Since the issue was related to a singular patient sample, pre-analytical sample quality issues may be a factor for the discordant result. Additional information (14-jan-2019): a siemens customer care center (ccc) specialist stated that there are no additional reports of hcg discordant results from the customer. The cause of the discordant, falsely elevated hcg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The method, result and conclusion codes have been updated.

Manufacturer narrative:
The customer performed a precision evaluation for human chorionic gonadotropin (hcg) on the immulite 2000 instrument. The precision testing data has been provided for evaluation. The instrument files have been provided for investigation. Siemens is investigating this issue.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on an immulite 2000 instrument. The initial result was reported to the physician(s) and was questioned. A new blood draw was obtained from the patient and tested on the same instrument, resulting lower. The original sample was also repeated on the same instrument and resulted lower. A corrected report was issued to the physician(s) based on the repeat human chorionic gonadotropin (hcg) results. There are no known reports of patient intervention or adverse health consequences due to the discordant human chorionic gonadotropin (hcg) result.